Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 80356 when add¿l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that an incomplete capsulorhexis with adhesion occurred. There was a tear of the capsule, and vitreous fluid was lost during the cortex removal. Anterior vitrectomy was performed. Add¿l info has been requested.